Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. After the 15mm x 2.50mm nc quantum apex balloon catheter was advanced and crossed the lesion, the balloon was inflated at 18 atmospheres on the first inflation. However, on the second inflation, the balloon ruptured at 12 atmospheres. The procedure was completed using a 2.5mm non bsc balloon catheter. No patient complications were reported and the patients condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the nc quantum apex catheter was received inside a nc quantum apex shelf box. The batch number on the label of the returned shelf box matched the information on the device. There was a stopcock attached to the inflation port. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 6mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).